Event description:
The home pt (hp) contacted a technical service rep (tsr) and reported an overfill of solution had occurred while using the homechoice automated peritoneal dialysis (apd) system. The incident was reviewed over the phone with the tsr, which revealed the hp had performed a manual day exchange of 2000mls prior to the start of the apd therapy. The hp subsequently initiated apd therapy and drained 13mls when the homechoice cycler advanced from the initial drain into fill 1 of 5. The cycler began to deliver the programmed fill volume to the hp. The hp had received 1223mls of the programmed fill volume of 2000ml when she began to suspect she was overfilled with fluid. The tsr verbally assisted the hp to perform a manual drain and removed 3209mls of fluid, which was 1986mls of fluid greater than the partially delivered fill volume of 1223mls. The tsr assisted the hp to end therapy and instructed the hp to start apd therapy over from the beginning. There was no pt injury or medical intervention as a result of this incident.

Manufacturer narrative:
Baxter requested the device for eval; however, the customer declined to make the device available. Based on a review of all available therapy data, the most probable cause of the overfill was determined to be insufficient drain / user error, caused by the initial drain alarm setpoint being inappropriately programmed too low (0mls). The initial drain alarm setpoint was programmed too low, resulting in an incomplete initial drain followed by a partial fill of solution. As a result of this incident, the dialysis center nurse (rn) has increased the cycler's initial drain alarm setpoint from 0mls to 1800mls. According to the rn, reprogramming the cycler has resolved this incident and the hp continues to use the homechoice cycler without further reported difficulty.